Event description:
Pt ID: (B)(6). (Note: to our knowledge, zimmer has already filed a zper report for this adverse event). On (B)(6) 2006, he received a left total hip arthroplasty with zimmer uncemented components, 60mm outer diameter socket, single 30 mm posterior superior screw, 32 longevity neutral liner, 10 ml taper extended offset stem, 32mm - 3.5 head and neck. He developed activity-related bilateral posterolateral hip area and groin pain, especially with hip flexion against resistance. Metal suppression MRI of both hips made on (B)(6) 2018 showed a small amount of fluid or pseudotumor at the lateral shoulder of the right hip prosthesis and perhaps a small pseudotumor at the lateral capsular area of the left hip. On (B)(6) 2018, his urine cobalt level was 5.6 mcg/l and his blood cobalt level was 0.9 mcg/l. On (B)(6) 2019, his urine cobalt level was 5.4 mcg/l and his blood cobalt level 0.8 mcg/l. He also developed a rest tremor of both hands in 2014, which he noticed when trying to drink coffee. In 2016 he noticed increased dependence on note taking due to decline in memory. Since 2017, he developed mood disorder, which he and his wife described as crankiness and increased anxiety, disrupting sleep. In 2018, he noted increased fatigue. He has intermittent optical migraines that predated his hip replacements. Neuroq analysis of his fdg pet brain scan study made on 09/28/2018, indicated an aggregate score of hypometabolism of -295, involving 22 abnormal clusters. The right inferior posterior temporal lateral lobe was abnormally hypometabolic with a score of -3.6. Overall, his study was consistent with chronic toxic encephalopathy. On (B)(6) 2019, the left tha was revised due to rising cobalt levels, evidence of an adverse reaction to metallic debris, and arthroplastic cobalt encephalopathy. The zimmer 32 ID neutral longevity liner and 32mm-3.5 cobalt chrome head were removed. The new implant was a zimmer 36id neutral longevity liner and a 36mm -3 delta ceramic option head. The stem was sound and was in about-15 degrees of anteversion, the trunnion and the head bore showed moderate corrosive debris. The poly was yellow but in good condition otherwise. There was no apparent lysis about the femoral component. The acetabular component was in 45 degrees of abduction and anteverted about 15 degrees, it was not loose, and there was no apparent lysis. Posterior capsule was thickened with a "fish flesh" appearance consistent with adverse reaction to metallic debris. (Armd) anterior capsule was thickened with fish-flesh appearance and required debulking to improve stability, abduction tendons were inflamed but intact, and trochanteric bursa was inflamed. A frozen section of the left hip capsule was collected intraoperatively. The histopathology report showed that the tissue was relatively benign with no notable evidence of metallic debris nor inflammatory infiltrates. Since revision, they are no longer as sore as they were. He notes that there are some days when the hips do not bother him at all. Now he only uses the trekking poles when he is on uneven ground. He feels that his energy level is pretty good. Prior to revision of the hips, (B)(6) had a noticeable rest tremor of his hands, which he states has improved since the revision surgeries. FDA safety report ID# (B)(4).